Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Leaked at hub where wings connect to catheter IV tubing was noted to be very twisted. PICC removed, new line inserted.

Manufacturer narrative:
This complaint is not confirmed as a manufacturing defect because the catheter worked for a total of 15 days. The investigation summary is documented as follows: vygon (B)(4) were not able to flush the catheter because of occlusions which were visible through the catheter tube. A lot of fibrines were covering the catheter tube. Having examined the catheter at its connection to the wing a hole could be detected. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. The customer used 2% chlorhexidine which could weaken the catheter because it is alcohol based. This is the second complaint for batch 141014ga. This is the 6th complaint for code 1252.30g concerning a leaking catheter. Corrective/preventative action: (B)(4) was issued in 2015 to include a warning leaflet inside each catheter package advising the user to avoid allowing alcohol based disinfectants or other organic solvents to come into contact with their catheters. In addition, different raw materials are tested which are more unsusceptible against alcohol. This is an ongoing development.

Event description:
Leaked at hub where wings connect to catheter IV tubing was noted to be very twisted. PICC removed, new line inserted.